Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 40 mg/dl versus 210 lab. Tests were done within 10 minutes with a difference of 79%. Patient did not experience any adverse events. No further information has been reported.